Event description:
It was reported that the lead was capped and replaced due to loss of capture. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.